Event description:
It was reported that a death occurred after an afib ablation procedure on a male patient. The initial set up was to use carto 3, but one of the cables was bent, and they tried for an hour and a half to fix this but failed. Then they switched to another co's system, completed the procedure two and a half hours later. The patient returned to his room but his blood pressure dropped and the patient could not be saved.

Manufacturer narrative:
No pericardial effusions or perforations were identified on the patient. The patient is a high risk patient with co-mobilities such as renal failure (with a kidney transplant), heart failure, and pulmonary hypertension. The physician stated that no issues or problems were experienced with the bwi products, including stockert, cfp, a celsius, and a lasso catheter, used in the procedure. The physician was not sure what caused the patient's death, but speculated that the patient's condition might be contributing to it. Though not very sure, he also mentioned that the prolonged anesthesia, delayed from a 2.5-hour procedure to a 4-hour procedure, might have also contributed to it, to a less degree.